Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m5615d. Additional information requested and received: what were the indications for surgery? Surgical tech stated lung cancer, lobectomy with tumor. What provisions were made for proximal and distal control to include clips or endo-loop prior to firing device? Surgical tech stated harkin and laparoscopic kelly clamps used to check access for stapler. Was the device difficult to close? Not known. Was all of the tissue in jaws confirmed to be proximal to cut line prior to firing device? Surgical tech stated yes. Was a blood transfusion required? Surgical tech stated yes. Were any staples visible when the device was opened? If so, what was their shape? Not known. What is the current patient status? Surgeon told an ethicon colleague that the patient went home yesterday, (B)(6) 2016. Are photos or video available? No. The analysis found that one pve35a device was returned in good visual condition and with a cartridge loaded on the device. The cartridge was received unfired. In addition two cartridges were received fully fired. The device was tested for functionality in the straight position with returned cartridge reload (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a left vats upper lobectomy procedure, the first firing of the device was fine. On the second firing, the device was closed and firing appeared to be completed. When the device was opened, blood was gushing. It was unknown how much blood was lost or if a transfusion was required. It was unknown how the bleeding was controlled, but another stapler was not used. It was unknown if the staple line was complete or if the staples were not formed properly. The surgeon had been working on the pulmonary artery. The procedure was converted to open to remove the lobe. It was reported that after the procedure, in the room, the reloads were inspected and they appeared to have been fired. The patient is fine.